Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit would not power on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The unit was sent to biomed where they were able to power the unit on. The unit was then brought back out onto the floor for use but was unable to be powered on. It was confirmed on the phone with the remote service engineer (rse) that the 24 volts (v) were present as well as the battery voltage being at 16.6v. The customer then disconnected the power cord and confirmed the unit was running on battery. The rse instructed the customer to power down the unit. The customer attempted to power on the unit without the power cord connected to the alternating current (ac) and with only the battery connected. The rse advised the replacement of the battery and power management (pm) printed circuit board assembly (pcba) and provided the customer with the part number of both parts to order and replace. The customer later emailed the rse back and informed the rse that they plan on not going forward with repair at this time. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, a supplemental report will be submitted.